Event description:
Pt reported blood glucose results of 141mg/d, 101mg/dl, 212mg/dl, 235mg/dl, 121mg/dl, 94mg/dl and 91mg/dl with a lifescan meter, performed within 10 min of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.